Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the segment fluid damage, the segment broken, the light guide fiber bundle (lcb) broken, the control body corroded, the lg cable connector corroded, the lg water supply tubes deformed, the lg water jet supply tubes deformed, the lg air supply tubes deformed, the air/water socket deformed, the remote control button(1) leak, the distal body melted, the operation channel faulty connection, the insertion flexible tube (ift) faulty connection, and the light guide cable faulty connection; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.